Manufacturer narrative:
Approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted. No further information has been obtained despite good faith efforts.